Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and was instructed to remove the pump from its case and clean the pneumatic tap area. Reloading the same cartridge resolved the issue, allowing the customer to continue insulin therapy successfully.